Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 17-nov-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a21210a.

Event description:
On (B)(6) 2021, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive results of 0.24 ng/ml on a (B)(6) male patient with shortness of breath. The customer states that the patient was treated on the positive result. A retest on a new same sample approximately 3 hours later resulted in 0.00 ng/ml. The patient received thrombolysis and it was determined unnecessary, and had an overnight stay in ed. There was no additional patient information at the time of this report. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The patient was admitted overnight for observation rather than discharged. On 29-oct-2021 new information was received that the patient received thrombolysis based on one positive troponin result. It was determined that although the patient received unnecessary thrombolysis based on one positive result there is no evidence of harm. There was no diagnosis or evidence of an myocardio infarction. The type of drug used to treat the patient is unknown at this time and information has been requested. The investigation is underway. (B)(6).

Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.